Manufacturer narrative:
(B)(4). E1: establishment name: (B)(6). G2: foreign: china. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the liner could not be assembled with the cup. Another liner was able to be used and there was a 20 minute delay. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6. Product was returned and evaluated. A visual examination of the returned product identified signs of attempted use with nicks and scratches on the outer diameter, outside of high wall, outside tapered surface, and around the outside anti rotation scallops. The liner also has indentations and scratches on the inner diameter. No other damage was noted. Where measured, the device was found to meet product specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.